Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) catalog number 221239 which is a preamendment device.

Event description:
It was reported that while using bd bbl¿ cultureswab¿ liquid amies, soft aluminum wire contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " the return of blood agar is requested because it is contaminated."

Manufacturer narrative:
The following fields were updated with additional information: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 1323477 d.4. Medical device expiration date: 2022-05-18 h.4. Device manufacture date: 2021-11-19 d.4. Medical device lot #: 2055038 d.4. Medical device expiration date: 2022-08-23 h.4. Device manufacture date: 2022-02-24

Event description:
It was reported that while using bd bbl¿ cultureswab¿ liquid amies, soft aluminum wire contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " the return of blood agar is requested because it is contaminated."

Manufacturer narrative:
H.6. Investigation summary: this claim is classified as confirmed since, according to the photographs sent by the client, the contamination defect reported by the client is observed, detecting a package with 10 units with the presence of contamination of the 5,960 un manufactured. The notified batch file was reviewed, verifying that all the processes were followed effectively during the manufacture of the product, likewise the batch was analyzed by the quality control department and the results were satisfactory for the release of the batch. The retention samples were checked without detecting the presence of contamination. It is concluded that the event reported by the client is classified as confirmed based on the photographic evidence provided by the client, however, a root cause attributable to a failure in any of the controls in the processes during the production or storage process was not identified. While the product was kept under the protection of bd. For batch (B)(4), the claim by the customer is considered unconfirmed since it is not possible to identify the presence of contamination in the batch reported by the customer due to the lack of evidence showing the reported defect. H3 other text : see h10.

Event description:
It was reported that while using bd bbl¿ cultureswab¿ liquid amies, soft aluminum wire contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "the return of blood agar is requested because it is contaminated."